Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis found an intermittency between the connector pin and cap. The full lead was returned and analyzed.

Event description:
It was reported the pacing lead was replaced by a defibrillation lead at the time of device upgrade from ipg to ICD. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.